Event description:
On 12/14/2023, it was reported by a distributor that an ar-8730-32h mini compression ft screw broke. This occurred during a navicular fracture on (B)(6) 2023, where the navicular was properly reduced and drilled. Upon inserting the screw, the first screwdriver used was stripped. A second driver was used but began stripping as well. The extractor/trephine from the ar-8738c set was used to try and remove the screw, but the screw broke. The portion of the broken screw and k-wire remained in the patient as part of the final construct. A dynanite staple was used as well to provide further compression. The doctor noted that the patient had very hard bone quality.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. Per dfu-0110-eo rev 0 section e warnings - the joint or osteotomy should be stabilized prior to insertion of the screw to prevent damage to the screw or inserter. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.